Event description:
It was reported device embolization occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 24mm watchman laa closure device was successfully released in the laa. The device met all release criteria: position was good, tug test passed, seal was 2.1mm and compression was 8-20%. It was reported that on an unspecified date, the device was observed to have embolized to the abdominal aorta. There were no patient complications reported. On (B)(6) 2018 the device was removed using a long 16fr sheath and a goose neck snare without issue. The patient was stable. The patient will be rescheduled for a new watchman implant.